Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 4592 implantable pacing lead (B)(6) 20063.

Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads displayed high threshold and high impedance. The physician decided to abandon the right sided system and put a new system on the left side. No patient complications have been reported asa result of this event.